Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient identifier, age, sex, weight, date of event, relevant tests and other relevant history were not available.

Event description:
It was reported that the pump module was not working. The facility biomed department replaced the upper pressure sensor. There was no patient involvement reported.

Event description:
It was reported that the pump module was not working. The facility biomed department replaced the upper pressure sensor. There was no patient involvement reported.

Manufacturer narrative:
The reported issue that the pump module not working could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. A review of the device history record showed the device had a manufacture date of 08/28/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.